Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens. In addition, our technician confirmed that the segment broken, the lcb (light carrying bundle) broken, the laser cut filter cloudy (not clear view), the nozzle gluing missing, the operation channel (primary) leak, the light guide cable cut, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, and the right pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (cloudy).